Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the likely cause of the dirt on the adapter was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The camera head was returned to the service center with a report of an incident with the camera cable. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there was dirt on the adapter that was found. The most probable cause of the dirt on the adapter was not determined. There was no patient involvement.